Event description:
It was reported that during an unknown procedure, the doctor was performing a laparoscopic sigmoidectomy. He used a device loaded with a product reload to transect the colon. The device fired all the way across the colon without any problems, but the stapler jaws would not open after the firing. The or staff states that the battery seemed to be dead. After opening the manual override window and pulling on the lever, the stapler became free from the tissue. But, the staff is not sure that the manual override lever actually worked. They think that the stapler jaws just tore away from the tissue from force. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. Furthermore, the knife was not fully retracted, thus the device would not open. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the knife was returned to the home position to test the device for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the jaws open on the device? No. Or was the device pulled off the tissue? Device was pulled off the tissue. Was there any tissue damage? Unknown. If so please explain the tissue damage and how the damage was repaired? All the account said is that a new pse60a and ecr60b was opened and the case was completed without any further problems. Was the procedure delayed? Unknown.